Event description:
Upon interrogation the device was found to be in reset mode. The patient received multiple rounds of radiation one day prior to this event. Device was restored and it was functioning normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.